Manufacturer narrative:
The device was not received from the customer. Should we receive the device, or obtain any additional information on this event, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) female patient presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support. After explanting the device, the patient's access site was noted as "unstable" despite manual pressure being held. Due to blood lost, 2 units of blood products were delivered.